Event description:
Pt went to surgery for the removal of a dislocated radial head elbow prosthesis. The prosthesis found was in two pieces. The prosthesis was placed approx fifteen yrs ago at another hosp.